Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the failure is caused by a component failure of the rigid pipe and light guide. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited indentation in rigid pipe and light guide chipping. There was no patient involvement.